Manufacturer narrative:
The device was not received for analysis; therefore, no physical analysis of the product can be performed. The batch number is unknown; therefore, the manufacturing batch records for the complaint device cannot be reviewed. At this time it is not possible to assign a definitive root cause for the event as reported. If any further relevant information is provided, a follow-up medwatch report will be submitted.

Event description:
They had a 7 french sheath up over to the lower to the left common iliac. Sr had the 014 jetwire distal to the occlusion. They were advancing the jetstream over the wire to the left sfa and they must have put a kink in the wire, the device would not track over the wire. They could not remove the wire due to the kink, and had to take the patient to the hospital for surgery. The procedure was not completed due to this event. This happened during the procedure and inside the patient's body. The patient's condition post surgery was reported to be unknown.